Manufacturer narrative:
(B)(4). Other lot numbers: 141201002 or 141217002 or 150107001 or 150107002. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot crmb91, conformed to the specifications when released to stock on the 25th november 2014. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via l-p shunt to the patient with sah ((B)(6) old female) on (B)(6) 2015. In march, it was reported that the patient started to wander. When the surgeon checked the patency of the device by pumping, the reservoir was slow to respond and pumping did not work well. The surgeon suspected the occlusion of the lumber catheter manufactured by other company. The valve and the catheter were replaced with the same new device on (B)(6) 2015. At the revision surgery, it was found that the fluid was accumulated in the vertebral canal and the lumbar catheter had come off from the connector. The patient is currently being followed.